Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. On 11-march-2020, isi followed up with the fse and obtained some additional information; the fse had reportedly spoken to the site's robotics coordinator. The robotics coordinator stated she was not present during the procedure; however, the or staff had mentioned that the surgeon likely tried to grab tissue with a used reload. Isi received a photographic image of the green stapler 30 reload from the fse, and the photo was reviewed by the advanced failure analysis engineering team. It was confirmed that the photo exhibited an exposed blade towards the proximal end of the reload. The instructions for use (IFU) manual includes the following warning: warning: if the system displays a blade exposed message, use care when manipulating tissue held within the instrument jaws. The csr had reported that the curved tip stapler 30 instrument and the green stapler 30 reload would be returned to isi for failure analysis; however, the site is trying to locate the products. As of the date of this report, the instrument and the reload have not been received. If any additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. There were no system errors related to unintended motion. System logs confirm that pn (B)(4), lot t10180831-0015 had a partial fire with a green stapler 30 reload on the 6th firing in the procedure (all by this instrument). Firing failed at 30% completion, which aligns with the blade position in the picture. There were 2 incomplete clamps in 3 attempts on the install that had the partial fire, so it is likely the surgeon did reposition the tissue within the jaws prior to the partial fire. After the partial fire, the same stapler 30 instrument was installed with another green stapler 30 reload, but no clamps were attempted, however, it is possible the surgeon could have been using the instrument as a grasper. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, while positioning the curved tip stapler instrument, the pulmonary artery was injured causing acute blood loss which lead to the patient's death. The surgeon did not allege any malfunction of the da vinci system or instrument. MDR field information: follow-up was attempted, but the information was either unknown or unavailable.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, it was alleged that the curved tip stapler 30 instrument misfired. As a result, there was bleeding, and the procedure was converted to open surgery to address the bleeding. On 18-february-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr confirmed the surgeon provided him the information. It was reported the patient was a (B)(6)-year-old male. At the tail end of the procedure, the surgeon was stapling bronchus tissue with a curved tip stapler 30 instrument that had a green stapler 30 reload installed on it. The surgeon had fired the curved tip stapler 30 instrument; however, there was a partial fire. The system had generated a firing failure message. Then the green stapler 30 reload was switched out to another green stapler 30 reload. At that time, the surgeon had repositioned the curved tip stapler 30 instrument, slightly lower on the bronchus to take a little more tissue. However, at that time, the pulmonary artery (pa) was injured and was bleeding. It is unknown at this time as to how the pa was injured. As a result, the procedure was immediately converted to an open surgical procedure to control the bleeding. However, the patient expired on the or table. The surgeon had confirmed the following: he stated that the curved tip stapler 30 instrument worked up until then with no issues. The surgeon did not allege any malfunction of the davinci system or instrument; however, he had speculated that when repositioning the curved tip stapler 30 instrument after the second green stapler 30 reload installed, he could have hit the pa.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h6, and h10. Intuitive surgical inc. (Isi) has received the curved tip stapler 30 instrument involved with this incident and completed investigations. The complaint was confirmed. A log review confirmed that a firing failure occurred during the procedure. However, the customer reported complaint could not be replicated. The instrument was installed on an in-house system. The instrument passed the initialization test. The instrument also clamped and fired successfully. Based on the additional information obtained through failure analysis, there is no change in the reportability. If additional information becomes available, a follow-up MDR will be submitted.